Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, curved opening. The leak test and microscopic analysis was performed which identified: a curved sharp opening on plug strap bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted.